Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip. Customer also reported that the insulin pump had a button error prior to hospitalization. Customer stated that the insulin pump was exposed to moisture that could have led to button error. During the button error troubleshooting it was confirmed that the time was advancing. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.